Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted. After initial placement, lead measurements were not satisfactory so the lead was repositioned two times however the helix would not extend. The lead was removed and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was received with the helix extended and dried blood/body fluids within the helix housing and tip region. Resistance testing was performed to assess the lead's electrical performance. All measurements were within normal limits. An x-ray confirmed there were no conductor issues and the lead tip/helix were normal. Patient code 3191 was used to capture the prolonged procedure.